Manufacturer narrative:
An issue was reported with the adc application in use with phone (alcatel 1s (2021) / os-11, app- 2.8.4.9335). Per smartphone compatibility information, with use of freestyle librelink and freestyle libre 2 applications, the customer's device (alcatel 1s (2021)) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. The user reported the app does not work. Attempted to replicate the user¿s complaint and was able to scan and receive glucose readings and alarm notifications on [google pixel 2xl, android 11, 2.8.4.9335] using a known good libre 2 sensor and no issues was observed using the freestyle librelink. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an ¿incompatibility¿ issue with use of the adc application (alcatel 6025, android os 11). As a result, the customer was not able to obtain glucose readings. The customer experienced dizziness and sweating and was unable to self-treat, requiring third party treatment of oranges. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an ¿incompatibility¿ issue with use of the adc application (alcatel 6025, android os 11). As a result, the customer was not able to obtain glucose readings. The customer experienced dizziness and sweating and was unable to self-treat, requiring third party treatment of oranges. No further information was provided. There was no report of death or permanent injury associated with this event.